Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing and ripping, tore edges off and had difficulty removing dressing. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficult to remove statlock is inconclusive due to the lack of detail in the returned photo. The photo showed a portion of a crescent statlock. Attached to the statlock was a non-bd catheter. The foam pad of the statlock appeared crumpled, however, no tearing or other damage was noted on the statlock. Insufficient evidence was found to identify the alleged issue or a root cause of the reported issue.

Event description:
It was reported by the customer the statlock is adhering to the 3m bordered dressing and ripping, tore edges off and had difficulty removing dressing. No other information was provided.